Event description:
It was reported that there was no rpm display on the console. A rotablator rotational atherectomy system was selected for use. At the course of the procedure, it was noted that the system was having delayed response after stepping on the pedal and the screen went blank during dynaglide mode. Furthermore, the burr was also delayed once again but spinning at an unknown rpm. The procedure was completed with this device. No patient complications were reported.